Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the sensor wire is stuck under patients skin. No further information was provided to know if the sensor wire was broken or completely detached. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.